Manufacturer narrative:
Pump had severely cracked and bleeding lcd glass. Unable to confirm blank display or perform the self test and displacement test due to damage lcd glass. Pump had cracked reservoir tube lip, minor scratched display window, cracked/damaged display window and cracked case at display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer states that the display is not working. The insulin pump will not be returned for analysis.